Event description:
It was reported that patient was implanted recently and was having side effects from the medication including nausea and vomiting. Healthcare provider from the hospital was considering turning down the pump. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer model# 8835, serial# (B)(4). Catheter model# 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a dose adjustment was performed on (B)(6) 2012, and nausea stopped after 5 days from decrease of daily dose. In addition to the previously reported symptoms, the patient was experiencing headaches. The symptoms stopped after 5 days from when the daily dose was decreased. On the follow-up visit on (B)(6) 2012 patient reported no nausea but increased pain so daily dose was increased. Patient 'seems to be doing fine'. The patient outcome was reported as 'non-serious injury illness'.